Event description:
It was reported that during a prostate procedure, the side-firing fiber was noticed to have commenced forward firing at 132,190 joules. A second side-firing fiber was used and noticed to commence forward firing at 53,488 joules. The case was completed using only the two fibers. No patient injury was reported. This report is for the second fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Reference MFR report number 2937094-2013-00027.